Event description:
Customer's granddaughter reports back to back testing on the same meter while using the compact plus system with results of hi (>600mg/dl) and 94mg/dl. Customer's granddaughter also reports a result of 100mg/dl, value not found in meter memory, and a result of hi (>600mg/dl) back to back. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.